Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the information provided, this complaint is being reported due to following conclusions: the harmonic ace curved shear instrument's bottom jaw broke off inside the patient and the events leading to the breakage is unknown at this time. No adverse event occurred as result of the reported issue ; the broken piece was successfully retrieved from the patient and there was no allegation of an injury.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noted that the harmonic ace curved shears instrument's bottom jaw broke off inside the patient. The surgical staff was able to retrieve the broken piece from the patient. 09/15/2015, intuitive surgical, inc. (Isi) contacted the initial reporter and verified that the harmonic ace instrument was inspected prior to use. The broken piece was retrieved laparoscopically and the surgeon completed the procedure using a replacement harmonic ace instrument. At the time of this report, it is unknown how the instrument's jaw broke off. In addition, the initial reporter indicated that no patient harm, adverse outcome or injury was reported.